Event description:
It was reported that during a da vinci-assisted salpingo- oophorectomy surgical procedure, the fenestrated bipolar forceps instrument tip was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used a backup instrument of same kind to complete the procedure and indicated that no fragment fell inside of the patient. The instrument tip was not completely broken off. The instrument did not collide with any other instruments or other hard material during use. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image exhibited an instrument with broken welds between the end of the snake wrist and the base of the insulated grip clevis. There does not appear to be any obvious missing material from the image; however the instrument would need to be returned to fully confirm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument was missing one of the seam welds between the proximal clevis and snake wrist. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.